Event description:
Migration of two stents that were placed in the left and right iliac veins to treat mays thurber syndrome. In (B)(6) 2016, cardiologist placed a boston scientific epic stent in my left iliac vein and a cordis s.m.a.r.t. Stent in the iliac vein on my right side to treat mays thurber syndrome. Bike accident. Bike accident on (B)(6) 2019 resulted in CT scans of head, chest and pelvis. Scans identified migration of two stents, one to the hilar region of my lung and other to the tricuspid valve. Cardiologist who put in stents attempted to lasso and remove the stent from the tricuspid valve on (B)(6) 2019. Stent broke off and 1cm by 3cm piece of stent remains in the tricuspid valve. Then received a portable heart monitor which is showing"" mini-a fibrillations, according to cardiologist. Placed on eliquis. Awaiting further evaluation and second opinion regarding partial stent stuck in tricuspid valve. Subsequent investigation has discovered that the stent was seen in the hilar region migrated by (B)(6) 2017.